Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had hyperglycemia. Customer's blood glucose level was 22.7 mmol/l. Customer stated that he was disconnected for more than two hours and reported under bolusing on previous day. Customer was not on auto mode. Customer also reported that they had been not using insulin pump within 48 hours of reported high blood glucose which was contradictory statement. Customer said high blood glucose was due to low corrections and being disconnected for more than two hours. Insulin pump will not be returned for analysis. Customer reported that the sensor not started and link to meter. Transmitter did not link to the insulin pump.